Manufacturer narrative:
The customer sent photos of the device tubing to cardioquip. Due to the brown discoloration of the tubing, cardioquip epidemiology suspected bacterial contamination and recommended that the device be sent in for an internal water pathway replacement. The customer was notified of the potential contamination, recommended repair, and provided a quote for service of the device on (B)(6) 2022 via email. However, the customer has not responded to the recommendation of repair as of the date of this report.

Event description:
Images were sent to cardioquip for internal water pathway replacement review. The cardioquip director of operations and epidemiology has reviewed the images, and she recommends an internal water pathway replacement due to brown discoloration within the water path.